Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse found that the network switch was not powered on and the dcps in the main cabinet had no output with input power. Fse replaced dcps. After replacement, the system was returned to good working condition. The device was returned for analysis, and it was observed that there was no power output. The failure mode was a power supply defect and the probable case of the failure was unknown. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not boot up. It freezes at 0:00 and rebooting did not resolve the issue. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the network switch not being on. The fse replaced the dcps (dc power supply) and returned the system to use in good working order.